Event description:
It was reported to boston scientific corporation that an endovive saftey peg kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure as the physician was pulling the peg tube through the stoma site the metal wire loop attached to the tube broke. The physician was able to pull the peg tube into place with hemostats. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of loop wire at the end of peg tube broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.